Manufacturer narrative:
The customer reported the pieces wiggled off, and returned 4 used samples of material#: 10013365 and batch#: 22105622. The set was visually examined for defects and abnormalities. The issue of separation on the drip chamber and port was verified on 1 of the samples. The complaint of separation is verified, however no issues were observed with 3 of the 4 returned samples. The separated sample was examined under a microscope, and the insufficient solvent was found on the port. The manufacturing site found the root cause for the issue to be related to misalignment of press fixture and the solvent dispenser for the drip chamber. A quality notification was issued by the plant on 01feb2024 to align the assembly press and level the solvent dispenser. Device history record review for model 10013365 lot number 22105622 was performed. The search showed that a total of 18,003 units in 1 lot number was built on 24oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite add-on bag access device separated. The following information was received by the initial reporter with the verbatim: failure of ll smart site add- on bag access device. Multiple times a piece of it wiggled off very easily from the same lot #. Lack of adhesive or sealant to keep it all connected.